Event description:
It was reported that the infection occurred after aortic regurgitation. The operation to close the aortic valve was due to an infectious bovine pericardial patch which blocked the valve and was not related to the device. Following the event, the patient underwent outpatient management with oral antibiotic treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection and aortic regurgitation) as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could be conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number: (B)(6), until they underwent heart transplantation on (B)(6) 2021. The heartmate ii lvas instructions for use (IFU) lists local infection as an adverse event that may be associated with the use of heartmate ii lvas. The IFU also lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. The IFU and heartmate ii lvas handbook both include information on how to prevent and control infection. Additionally, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient developed staphylococcus cerepidemias bacteremia in (B)(6) 2018.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported aortic regurgitation could not be conclusively established. It was reported that the patient had blood cultures positive for a bacterial infection on (B)(6) 2018. It was noted that the infection occurred after aortic regurgitation and a subsequent aortic valve closure was performed. The operation to close the aortic valve was due to an infectious bovine pericardial patch which blocked the valve and was not related to the device. Following the event, the patient continued on outpatient management with oral antibiotic treatment. It was later reported that the patient developed staphylococcus epidermidis bacteremia in (B)(6) 2018. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) , until they received a heart transplant on (B)(6) 2021. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event and potential late postimplant complication that may be associated with the use of heartmate ii lvas. The IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Additionally, the IFU warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B and the heartmate ii lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, pump pocket), that may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had blood cultures positive for bacteria in the hospital on (B)(6) 2018. The infection was after aortic valve closure. It was unknown if the infection was device related. The patient was treated with antibiotics and reoperation of the aortic valve closure on (B)(6) 2018. Following discharge, the patient was treated with outpatient management with oral antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.